Event description:
It was reported that the user experienced elevated blood glucose readings over approximately one and a half days while using the ilet system, with no alerts or alarms reported and the cause not determined. Symptoms included hyperglycemia. Outcomes included the need for additional troubleshooting and follow-up. Investigation included a complaint record review and a request for additional information from the user. Investigation of this case revealed that the cause of the hyperglycemia was not identified. It was concluded that the event was user-reported hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.